Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter, the patient experienced pericardial effusion treated with puncture and removal of blood from the pericardium. The report indicated that after an afib procedure, a pericardial effusion (pe) was recognized sixty minutes after end of procedure. It could be punctured without any problems, and 100mls of blood were removed from pericardium. Adverse event was discovered 02-feb-2026. The reason for the pe is unclear, and the patient fully recovered. The procedural activated clotting time (act) was above 300s. There were no exchanges of catheter and sheath. One transseptal (tsp) was performed. Pulsed field ablation (pfa) energy was delivered. The catheter was discarded due to late recognition of pe. Additional information indicated that the patient did not require cardiac surgery and it was confirmed that a pericardial effusion occurred. The flow setting was set at default. No error messages were observed on hardware/capital equipment.